Event description:
The customer and diabetes educator called to report that the customer was hospitalized due to high blood glucose levels, with a reading of 850 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted with the correct time and date. The insulin pump passed the prime test, but failed the high pressure test twice. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a broken reservoir tube lip.